Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had received hardware low level failures alarm. The customer¿s blood glucose level was unknown. Customer stated that they had a received hardware low level failures alarm during the rewind. The customer performed self-test and it failed. The customer was asked customer verbally and in written form to return broken pump for analysis. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had pump error alarm during self test and confirmed in the pump history due to broken trace on keypad assembly.